Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged chest pain,sore throat. The patient alleged nasal/throat irritation, or soreness. There was no report of patient any serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The pateint alleged chest pain,sore throat, nasal/throat irritation, or soreness. There was no report of pateint any serious harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, pca, blower, blower box, blower outlet seal, p4 power connector, dc jack color insert, flip lid and bottom assembly, bottom cover, iso port, iso port cover, water tank, heater plate, dry box, and rear panel. A hairlike substance was observed inside the bottom enclosure on the device, inside the bottom assembly and water tank in the humidifier. An unknown contaminate was observed inside the ui and rear panels. Discoloration was observed on the flip lid and dry box seals. Liquid ingress was observed on the blower. A contaminate consistent with keratin was observed on the blower box. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes that, unable to directly address the symptoms outlined in the complaint. Observed dust/dirt contamination in the airpath, likely from a source external to the device. Observed no evidence of degraded sound abatement foam. In this report, section d9, g3, h3, h6 has been updated.